Manufacturer narrative:
Complaint eval: the rerun specimen contained red cells, which may have caused interference and resulted in a lower than expected bhcg result. The package insert for the total b-hcg assay (march 1996) states under the "specimen collection and preparation for analysis" section, "specimens showing particulate matter should be centrifuged before testing." Adequate labeling exists to minimize impact to pt results. In addition, the customer optimized the sys through routine maintenance by replacing the syringes, valve block and probe. The dispense check and photo check were also performed and passed. This is the final report.

Event description:
On 03/16/1998 the account rec'd an erratic bhcg result of 115 miu/ml, which was run on the imx analyzer. According to the account, the sample was previously tested on 03/14/1998, giving 20,000 miu/ml. After receiving the erratic result, the account sent the control and the serum sample to another lab and a result of 16,000 miu/ml was rec'd. Further info from the account has been requested, but has not yet been rec'd. No report of injury.